Event description:
Purchased specific latex-free cloth bandage. Adhesive irritated and burned skin. Could not remove from skin. Did not have list of adhesive ingredients on packaging. Irritation persisted for 3 weeks. Skin swollen, red, and irritated on area where the bandage stuck to skin/ keep rinsing with cool water. If the ingredients were listed for products I certainly would not have used. How old is this product? Item number 10601b. Purchased online from?: (B)(4). Could not find expiration date. Made in (B)(4).